Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized with borderline diabetic ketoacidosis with blood glucose readings between 20 to 25 mmol/l (360 to 450 mg/dl). The patient was feeling out of it and confused. At the hospital, they did many tests and for the first 12 hours, no medicine was given. He was admitted to the hospital for 2 days and was released december 28th with a new regimen of manual injections of lantus and "novarapid". The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. Inspection of the device did not find any issues with the fluid path that would result in high blood glucose levels. The device was found to have generated an alarm due to communication errors between the pod and the pdm. The cause of the communication error could not be determined.